Manufacturer narrative:
H10: manufacturing review: a manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in used condition without stent which reportedly had been placed inside patient. The inner catheter was found broken and the distal end including tip was missing. An indication that a manufacturing related issue caused the reported issue could not be found. The investigation will be closed as confirmed for inner catheter break. In this case limited information was provided such that the patient condition, and procedural details were not known; it was known that a system compatible 6f introducer sheath was in use. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Regarding deployment force the IFU state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the IFU state: '5f (1.67 mm) or larger introducer sheath (¿) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H10: d4 expiry date (10/2021), g4 h11: h6 (method, result, conclusion) h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the life stent 5f vascular stent system that are cleared in the us. The pro code and 510k number for the life stent 5f vascular stent system is identified in d2 and g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during two stents placement procedure to treat an identified chronic total occlusion in the superficial femoral artery using a contralateral approach, after the first stent was successfully placed, this catheter allegedly broke and a segment detached, and remained in the patient. Reportedly, another stent was required to pin the segment against the vessel wall and complete the procedure. Patient status was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however a photo have been provided for review. The investigation of the reported event is currently underway. Expiry date (10/2021). The catalog number identified has not been cleared in the us but is similar to the life stent 5f vascular stent system that are cleared in the us. The pro code and 510k number for the life stent 5f vascular stent system is identified.

Event description:
It was reported that during two stents placement procedure to treat an identified chronic total occlusion in the superficial femoral artery using a contralateral approach, after the first stent was successfully placed, this catheter allegedly broke and a segment detached, and remained in the patient. Reportedly, another stent was required to pin the segment against the vessel wall and complete the procedure. Patient status was not provided.

Manufacturer narrative:
H10: manufacturing review:a manufacturing record review was not performed, as the information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event.however, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation.the returned sample was found in used condition without stent which reportedly had been placed inside patient. The inner catheter was found broken and the distal end including tip was missing. An indication that a manufacturing related issue caused the reported issue could not be found. The investigation will be closed as confirmed for inner catheter break. In this case limited information was provided such that the patient condition, and procedural details were not known; it was known that a system compatible 6f introducer sheath was in use. A definite root cause for the reported event could not be determined. Labeling review :in reviewing the relevant instructions for use the potential issue was found addressed. The instructions for use state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Regarding deployment force the IFU state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the IFU state: '5f (1.67 mm) or larger introducer sheath (¿) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the life stent 5f vascular stent system that are cleared in the us. The pro code and 510k number for the life stent 5f vascular stent system is identified in d2 and g5. H10: d4 (expiry date:10/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during two stents placement procedure to treat an identified chronic total occlusion in the superficial femoral artery using a contralateral approach, after the first stent was successfully placed, this catheter allegedly broke and a segment detached, and remained in the patient. Reportedly, another stent was required to pin the segment against the vessel wall and complete the procedure. The current status of the patient is unknown.